Event description:
The customer stated an architect c16000 analyzer generated an falsely decreased co2 result for one patient sample. The architect generated a co2 value of 15 mmol/l. The sample was repeated on another architect c16000 analyzer and a co2 value of 27 mmol/l was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of previous in-house testing, a search for similar complaints, and a review of labeling. In-house testing demonstrated that multiple co2 reagent and calibrator lots, including lot 41173uq04, were all performing within specification. No adverse trend was identified for a low bias with co2. Labeling was reviewed and found to be adequated. Based on the results of this evaluation, no product deficiency was identified with the carbon dioxide reagent, lot 41173uz04.

Manufacturer narrative:
(B)(4). False negative result a follow-up report will be submitted when the evaluation is complete.